Event description:
Complaint description: patient got 3.5 dioptre myopia. Error of predicted refractive. Severe dysphotopsia. Male, white. Implant date was (B)(6) 2019. Patient impact: additional information: refractive error, myopia, severe dysphotopsia, permanent or negative impact on patient health expected. Secondary surgery required on future date.

Manufacturer narrative:
This follow-up #2 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes additional information not available/included in the initial report. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. CAPA-20-0002 was opened because of this issue. The following investigative actions were taken: investigation concluded that the refractive error happened during the inspection process and the lots were mixed during manual selection and picking of inspection lots. An internal software update was done and validated to block operator from picking more than 1 lot. Each lot is identified with jig number and the lot traveler is always accompanied with the product. Effectiveness checks were implemented on the software validations lots and found to be effective. The recall was not executed due to covid-19 situation, and thus all products are blocked in iran.

Manufacturer narrative:
This follow-up #3 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: g1: corrected manufacturing location. Additional information: g6: type of report - noted as follow-up #3. H2: type of follow-up - noted for corrected information and additional information. H10: additional information received from distributor. The distributor has provided updated information on the patient follow-up / outcome in this case as follows: secondary surgery was performed on (B)(6) 2019 and patient has recovered.

Event description:
Complaint description: patient got 3.5 dioptre myopia. Error of predicted refractive. Severe dysphotopsia. Male, white. Implant date was on (B)(6) 2019. Patient impact - additional information: refractive error, myopia, severe dysphotopsia, permanent or negative impact on patient health expected. Secondary surgery required on future date.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Manufacturer's codes for patient and device have been entered. Codes for method, results and conclusion are pending completion of complaint product investigation. Once this investigation is completed, a follow-up report will be submitted to FDA with the additional manufacturer's codes included.

Event description:
Complaint description: patient got 3.5 dioptre myopia. Error of predicted refractive. Severe dysphotopsia. Male, white. Implant date was (B)(6) 2019. Patient impact - additional information: refractive error, myopia, severe dysphotopsia, permanent or negative impact on patient health expected. Secondary surgery required on future date.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for outside us like products reporting. Regarding section h6 - manufacturer's codes for patient and device have been reported in the initial report. Codes for method, results and conclusion are pending completion of complaint product investigation. Once this investigation is completed, a follow-up report will be submitted to FDA with the additional manufacturer's codes included. Corrected data: section g1-2: manufacturing site contact information has been corrected. Additional information: section h-9: a type 2 recall was determined to be required in iran; however, the execution is pending due to covid-19 lockdown. CAPA-20-0002 was initiated for this corrective action. An additional follow-up report will be submitted to FDA as new information is obtained.

Event description:
Complaint description: patient got 3.5 dioptre myopia. Error of predicted refractive. Severe dysphotopsia. Male, white. Implant date was (B)(6) 2019. Patient impact - additional information: refractive error, myopia, severe dysphotopsia, permanent or negative impact on patient health expected. Secondary surgery required on future date.